Event description:
The customer reported that the spectrum pump has a "door latch issue." No pt injury was reported. No further information was available.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The evaluation confirmed the reported symptom of "door latch issue" caused by cracked threaded insert bosses and raised threaded inserts causing separation between front case and mechanic assembly. Evaluation also found loose hardware that secures the mechanic assembly into the front case. The front case assembly has been replaced.